Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had a revision of his right attune total knee replacement, to address pain. No evidence of infection identified. Revision note indicated that surgeon removed the tibia component with two simple taps, and he noted that there was no adherent bone cement on the tibia component. The tibia cement mantle, on the other hand, was well-fixed to the tibia bone. The femur component was also well-fixed. Tibia, femur, and insert components were revised; patella component was retained. Doi: (B)(6) 2014; dor: (B)(6) 2015; (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.